Manufacturer narrative:
H3. Analysis of the handset found no anomalies were visually observed. The handset would not power on and they could not access log files medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6): product type mobile platform product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was experiencing a slow connection and they got a message "app needs to close". The patient was assisted with deleting the data. The patient was able to connect to the pump with no lag. The patient mentioned they're locked out 1 hour and 30 minutes and added that before a red notification "popped up, the connection setting was lost". The connection lag issue was reviewed with the patient and they were advised to monitor the issue. The patient will call back when they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl (unknown dose and concentration) via implanted infusion pump indicated for spinal pain indications. It was reported that the patient kept getting an alert that said connection interrupted service code 338. Agent reviewed. Pt said that they did close the app every time when they were done. Pt stated that also the handset was lagging at 90% for about 8 minutes. Agent reviewed and guided the pt through deleting the handset data. Pt was then able to connect to the pump without any lag. Pt said that they couldn't connect to wi-fi and that there was an alert at one point that said there was an update that was required. Agent reviewed. Agent connected pt to hcit agent at the end of the call to further review. When asked for the event date, pt stated that it was always and since implant. When asked for the drug in the pump, pt stated that it was fentanyl and a muscle relaxer.